Event description:
It was reported that the 6600 system would not boot. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The service rep ordered a pca mother board. The system operates as intended.